Manufacturer narrative:
All buttons functioning properly. No damage in the keypad assembly noted. No moisture damage noted on the electronics, motor, vibrator motor or battery tube assembly. The insulin pump was received with blank display due to corroded battery tube. No further tests could be performed due to blank display. The insulin pump was received with broken reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a button error occur with their insulin pump. The customer stated that the insulin pump was rained on. Customers blood glucose was reported at 120 mg/dl. Product is being replaced. No further information provided.